Manufacturer narrative:
(B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Review of the complaint history based on the above keywords found that there were five complaints with the same lot and manufacturing date as the reported device. Review of the five complaints found that the service technician confirmed that the ratchet was jammed on each of the devices and that the complaints came from two different customers - three from banner - med ctr (B)(6) and two from (B)(6) native tribe and there have been no non-conformances noted with the lot of ratchet handles used when the device was manufactured. However, the reported issue could not be reproduced as part of the evaluation into the reported event. As such, no further action is to be taken as part of the complaint history review. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that the handle for a mesher was jammed onto the device. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on (B)(6) 2019 noted that the ratchet gear was in the ratchet handle backwards and that the calibration and testing on the mesher could not be taken due to a bent comb. The roller and roller gear had visible damage. Repair of the mesher occurred the same day and involved replacing the roller, comb, roller gear, and the ratchet gear. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on (B)(6) 2019. The service technician was unable to reproduce the ratchet jammed onto the mesher issue during inspection of the device. As such, a specific cause of the reported event cannot be determined. During evaluation of the device however, it was found that the ratchet gear was placed backwards inside of the ratchet. The instructions for use for the zimmer skin graft mesher (zimmer skin graft mesher instruction manual) provides instructions on how to properly disassemble and reassemble the ratchet handle. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
It was reported that during surgery, the unit handle got jammed onto the mesher and ratchet can't get off. There was no harm, no delay reported.